Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a brain procedure. It was reported that the deep brain stimulation lead placement was off by 35.3 mm and the lead was bent when removed. The lead was not a medtronic device. The frame was also not a medtronic device and placed on the patients left side. The planning was performed via the navigation device. Physiological recordings and testing of lead placement were accurate and therapeutically effective, lead placement was obtained and imaged with an imaging device confirmation spin. The surgeon removed the lead and aborted surgery to take the patient down to do a CT when the deviation noted on this confirmation scan. The patient sustained an intracranial hematoma along the lead placement trajectory. Additional information was received. It was reported that frame movement was the cause of the issue. The navigation system was only used for planning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
H2) patient is okay, surgery was rescheduled.

Manufacturer narrative:
Concomitant product information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.2.0 the software team investigated the reported issue and no logs were available. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. It was determined that the frame movement was the cause of the reported issue. The navigation system was only used for planning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.